Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that prior to use in a procedure, the silicone insulation at the tip was torn. The issue was found after an error screen appeared on the operating device indicating to check the handpiece. The issue was identified prior to use on a patient, and a new device of the same type was used for the procedure.

Manufacturer narrative:
Correction: evaluation summary: one device sample was received for evaluation. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection found the clear boot was torn, all pieces were still attached and present. The reported condition was confirmed. The sample failed hipot testing. The investigation identified the root cause of the reported event to be user error. The IFU (instruction for use) states: to prevent damage to the flexible insulation proximal to the jaws, confirm the handle is fully closed prior to insertion into and extraction from the cannula. Use the appropriately sized cannula to allow for easy insertion and extraction of the instrument. Failure to do so may impact the integrity of the flexible insulation. Cannulas with hard, non-beveled openings may cause the flexible insulation to retract, which may compromise the insulation. If retraction occurs, the instrument must be discarded. Do not attempt to clean the flexible insulation. Cleaning may damage insulation. If information is provided in the future, a supplemental report will be issued.